Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-oct-2025, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged (l3)¿ and ¿small rattling sound inside¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator stopped working, would not hold a charge, and would no longer charge at all from the power supply. The patient stated that they were starting to get pain, and they couldn't bolus due to the issue with the communicator. Per the patient, the communicator worked for at least three weeks or maybe a month. The patient also stated that the communicator indicator light did not come on at all when the power cord was connected. The patient had tried different outlets and charging cords, but the issue was not resolved. A replacement communicator was requested from the repair department because the communicator didn¿t charge, and the indicator light did not come on at all.